Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continues to alarm button error and customer is unable to clear the alarm. Customer stated she was in the bath when the alarm occurred. Customer's blood glucose was 10 mmol/l. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, slight corrosion was found on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip.